Event description:
The dealer states the unit has low purity and is alarming patient was using in the home. The unit will still turn on and run with hours 408, but there was no additional information.